Manufacturer narrative:
Based on the available info, we are unable to verify the reported product problem. However, it has been reported that the device is being returned to davol for eval. When/if the device is returned and has been evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the surgeon hydrated the ventralight st with echo for a few seconds, he then rolled the mesh tightly and put it into the abdomen, he then attempted to unroll the mesh "but was unsuccessful because the mesh was so badly stuck together." When he attempted to pull it apart the gel barrier came off the mesh. The mesh was removed. There was no pt injury reported. However, as reported, had the mesh been implanted the effectiveness of the mesh may have been compromised creating a potential for mesh adhesion to sensitive organs. As such we are reporting this as a malfunction.